Manufacturer narrative:
B5. Additional information received ; the site assessed the unintentional occlusion of the left internal iliac artery as having a ca usal relationship to device and procedure. The site assessed the dissection event as having a causal relationship to the procedure and not related to the device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an unknown size abdominal aortic aneurysm. An etlw1613c124ee limb was implanted in the left iliac artery and a etlw1613c156ee was implanted in the right iliac artery. The etlw1613c156ee limb was introduced via the right femoral artery. The bifurcated stent graft was introduced via the left femoral artery. It was noted that there was pre-existing stenosis in the left external iliac artery. It was reported that during the index procedure, a local dissection of the left external iliac was detected on angiography. A non-medtronic was successfully implanted in the left external iliac artery as treatment. The event was resolved. The investigator assessed the dissection event as related to the procedure, not related to the endurant ii stent graft system. It was also reported that the left stenotic internal iliac artery was unintentionally covered by the endurant ii stent graft during the index procedure due to user error. No action was taken to treat the occlusion and the event is unresolved. The investigator assessed the unintentional coverage of the iliac artery as related to the procedure and related to the endurant ii stent graft system. No additional clinical sequelae were reported and the patient is fine.